Event description:
Customer reported via phone, the display on the insulin pump was faint and she was having trouble reading the screen. First she thought it might have been due to the sun since she was outside when she first noticed the anomaly but then at night she still was unable to read the screen. Customer's partner was unable to read it as well. Customer doesn't recall her blood glucose level. The device was not dropped or bumped. Customer was advised the device need to be replaced and to revert to back up plan. Customer stated she didn't have a backup plan so she is going to continue to use the device until replacement device arrived. Customer was advised to monitor the device closely. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.